Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: product ID: 4196-88 lead, implanted: (B)(6) 2011, product ID: 6947-65 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) and had unexpected longevity. The device was explanted and replaced. It was further reported that the left ventricular (lv) lead had high thresholds. The lead was accidentally severed during the procedure and was partially explanted and replaced. No patient complications have been reported as a result of this event.